Event description:
The customer contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The home patient (hp) was at the end of therapy and had already disconnected when the message came up. They said they called the registered nurse (rn) but the rn did not know what the alarm meant. The hp stated they felt fine and never felt discomfort. The technical service representative (tsr) checked the therapy log and cycle by cycle ultrafiltration (uf) readings. The cycle 4 uf was equal to 2124ml, the cycle 3 uf was equal to 35ml, the cycle 2 uf was equal to -228ml, and the cycle 1 uf was equal to 421ml. The therapy was set to continuous cycling peritoneal dialysis (ccpd), the total volume was set to 8000ml, the fill volume was set to 2000ml, and the last fill volume was set to 0ml. The hp was using 2.5% dextrose on the heater line and 7.5% as the supply bag. The tsr explained that the high drain alarm was caused by the high uf in cycle 4. The hp stated they were awake and sitting up in drain 4 but did not feel over full. The hp stated their normal uf was between 1000ml and 2000ml. The technical service representative (tsr) advised to call the rn to see if the hc or therapy settings needed adjusting. The hp understood and would call the rn back. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the alarm. The nurse stated that she was aware of the alarm. She stated that the patient has been doing fine since then. She stated the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), based on the reported information. The assignable cause of the iipv was undetermined.